Event description:
It was reported a patient implanted with a 21mm valve for approximately eight (8) years, underwent a valve-in-valve procedure due to aortic stenosis. A tavr was performed with a 23mm valve. There was no leak. The patient returned stable to the ICU. She was discharged from the hospital on post operative day 2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient implanted with a 21mm 3000 valve for approximately eight (8) years, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was performed with a 23mm 9600tfx valve. The patient is reported to be doing well and was discharged from the hospital on pod #2. There is no indication or allegation of a device malfunction.